Manufacturer narrative:
Zoll medical united kingdom evaluated the electrodes and the customer's report was not replicated or confirmed. The electrodes were put through extensive testing which included automatic readiness testing and multiple manual 30 j self-tests without duplicating the report. Electrodes from retained samples of the same lot number 1518 were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. The electrodes were scrapped and recommended the customer replace the electrodes as a precaution. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.